Event description:
Device malfunction: device # 1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, the needle did not catch the suture and a cuff miss occurred. The device was removed and a second proglide device was attempted with the same results. Hemostasis was achieved with manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary: based on the investigation, the customer experienced of a cuff miss, could not be confirmed because the plunger, suture, link, needles and cuffs were not returned with the device. During testing a proxy plunger was used to deploy the needles and the result was successful. Foot deployment/parking and needle trajectory were found to be acceptable. No mfg issue was detected and we were unable to determine a root cause for the reported event based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide #2, part # 12673-03, lot # 62034-6h is being filed under a separate medwatch MFR number.